Event description:
Driver tip broke off in the last screw and remains lodged in implant inside pt. Procedure completed and no adverse consequences reported due to event. This device is used for treatment.